Event description:
The facility reported that polyloop was placed around the base of a stalk of a polyp, but when the users attempted to deploy the polyloop, the plastic sheath was found to be adhered to the stalk. The pt was reported to undergo a second procedure and rec'd additional anesthesia. The polyloop was successfully removed with a snare.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. During a phone call with the risk mgr, the risk mgr reported that the pt had expired. The cause of death is unknown at this time. Olympus cannot conclusively determine what caused the user's experience or what may have caused or contributed to the pt's outcome. However, the most common reasons why a polyloop cannot be detached are detailed in our labeling and provided as follows: the first possible cause is that the coil sheath is not extended completely from the tube sheath. Secondly, if the bending section is angulated to an extreme position, it will prevent the coil sheath from moving smoothly. Another possible cause is damage to the coil sheath or the tube sheath which prevents the coil sheath from extending beyond the tube sheath. Finally, the slider is not pushed all the way causing the hook to extend beyond the coil sheath. In addition, based on our labeling it also advised user to use a loop cutter in case the loop cannot be detached from the instrument. If the device is returned, and further significant info is found, a supplemental report will follow.